Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was trying to start therapy on a patient. Nurse noticed when connected the temperature probe to the device, the patients temperature was reading 24c and was incorrect. Nurse then connected the same temperature probe to the bedside monitor and it was reading 37.7c, which was the correct patient temperature. Nurse stated when reconnected the temperature probe to the arctic sun cable, nurse was now receiving an alarm 17 temperature 1 calibration error. Mis informed nurse because the temperature probe was reading correctly on the monitor, it was either the cable or the device. Nurse could try swapping the temperature cable and also try turning the device off and back on. Mis informed nurse if the alarm 17 persists, swap to a new device for therapy. Nurse would try this and then switch to another device if needed. Per wo update on (B)(6) 2023, device booted to alarm 17 (patient temperature 1calibration error) and alert 30 (patient temperature 2 calibration error). Mis discussed with biomed should first try calibrating the device with a calibrated calibration testing unit and if that did not correct the issue, then the isolation card would need to be ordered and replaced. Per customer via phone on (B)(6) 2023 it was reported that therapy was completed on a different device and there was no impact to the patient. The patient was a female in 40's. Nurse tried troubleshooting and continued to get the same error alerts. Nurse then decided to switch devices and the malfunctioning device was sent to biomed. Per investigator notification received on (B)(6) 2023, it was reported that the biomed z called back and sates that they were getting a error 103 (switch settings incorrect), they recommended check the cables and switches.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is device calibration set-up/pre-steps not properly followed by user. However, this cannot be confirmed. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions for use were found adequate and state the following: "calibration see arctic sun® temperature management system service manual for calibration requirements and instructions. Calibration is recommended after 2,000 hours of operation or 250 uses, whichever occurs first. Calibration to perform a calibration on the arctic sun¿ temperature management system, press the advanced setup button on the therapy selection screen. Press the start button and follow the on-screen directions. Refer to chapter 9 for additional instructions." Correction: e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was trying to start therapy on a patient. Nurse noticed when connected the temperature probe to the device, the patients temperature was reading 24c and was incorrect. Nurse then connected the same temperature probe to the bedside monitor and it was reading 37.7c, which was the correct patient temperature. Nurse stated when reconnected the temperature probe to the arctic sun cable, nurse was now receiving an alarm 17 temperature 1 calibration error. Mis informed nurse because the temperature probe was reading correctly on the monitor, it was either the cable or the device. Nurse could try swapping the temperature cable and also try turning the device off and back on. Mis informed nurse if the alarm 17 persists, swap to a new device for therapy. Nurse would try this and then switch to another device if needed. Per wo update on (B)(6) 2023, device booted to alarm 17 (patient temperature 1calibration error) and alert 30 (patient temperature 2 calibration error). Mis discussed with biomed should first try calibrating the device with a calibrated calibration testing unit and if that did not correct the issue, then the isolation card would need to be ordered and replaced. Per customer via phone on (B)(6) 2023 it was reported that therapy was completed on a different device and there was no impact to the patient. The patient was a female in 40's. Nurse tried troubleshooting and continued to get the same error alerts. Nurse then decided to switch devices and the malfunctioning device was sent to biomed. Per investigator notification received on (B)(6) 2023, it was reported that the biomed called back and states that they were getting a error 103 (switch settings incorrect), they recommended check the cables and switches.